Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Introducer needle does not retract completely. The parents tried it manually, but then the headset separated partly from the self-adhesive. The introducer needle "loosed" (half) a little bit from the teflon needle, but the teflon needle is in the right position. No adverse event alleged.a request was made for the return of the device.